Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 2/15/2022, it was reported by a sales representative via phone that an ar-3636 fibertak repair sutures broke. Surgeon removed the sutures and anchor and used a new ar-3636 fibertak to complete the case. This was discovered during a labral repair procedure. No further issues has been reported.